Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed z-syndrome. Both implanted lenses were explanted as a result. Additional information was requested, but has not yet been received. This report is for lens 1 of 2.

Manufacturer narrative:
Additional information was received from the reporting surgery center indicating that no z syndrome occurred. All received information has been documented, evaluated and the investigation determined the complaint event does not meet reportability criteria.

Event description:
Additional information was received from the reporting surgery center indicating that no z syndrome occurred.